Event description:
It was reported to boston scientific corporation that the patient underwent a surgical procedure in (B)(6) of 2006 that may have included a boston scientific transvaginal tape, bladder sling, urethral suspension, and/or cystocele repair device. According to the complainant, following the procedure, the patient suffered from erosion, urinary retention, and severe and persistent pain including dyspareunia. It was reported that there was shrinkage and extrusion of the mesh. The patient reportedly underwent several surgical procedures to remove the mesh. The patient's condition at the conclusion of the procedure and the patient's current condition are unknown and reportedly unavailable.